Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio2: 6.5, inratio2: 3.2. Time elapsed between each method of testing is five minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Patient was on antibiotics. Patient medication may interfere with coagulation test and lead to unexpected inr results. Inratio precision data provided by end-user at the time the complaint was filed: date: (B)(6) 2012, inratio: 6.5, inratio: 3.2, mean: 4.85, %cv: 48.11. Since %cv is more than 20%, the test failed the criteria for precision. No product was expected to be returned, so retain products were used for investigation testing. In-house therapeutic donor testing has been performed on reported lot number 284361. Results as follows: donor: 213, inratio: 2.2, inratio: 2.4, inratio: 2.3, %cv: 4.35; donor: 215, inratio: 2.4, inratio: 2.7, inratio: 2.8, %cv: 7.91. All replicates for each donor are within the acceptable bias for precision. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.